Event description:
Customer's spouse called to report a hospitalization due to high blood glucose. Caller stated that customer was hospitalized for ten days. The blood glucose reading was off the chart. Caller stated that the insulin pump was alarming all the time. Customer is using manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.